Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during setup for surgery, the system settings switched from sculpt to coag to anterior on their own. The system was pulled out into the hallway and the settings changed again on their own.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).